Manufacturer narrative:
Health professional (hpro) .if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the unit gave a detection message when there were no rf (radio frequency) tagged sponges present in the scan area. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The visual inspection found no defects. There was no patient involvement. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.